Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2025 to (B)(6) 2025 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 8486 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin and gentamycin for 21 days (dosages, frequencies not provided). The patient was discharged on (B)(6) 2025), prior to the peritoneal effluent culture returning positive for acinetobacter baumannii on (B)(6) 2025, and the patient¿s vancomycin was discontinued as an outpatient. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed utilizing the same liberty select cycler without any reported issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2025 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 8486 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin and gentamycin for 21 days (dosages, frequencies not provided). The patient was discharged on (B)(6) 2025), prior to the peritoneal effluent culture returning positive for acinetobacter baumannii on (B)(6) 2025, and the patient¿s vancomycin was discontinued as an outpatient. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed utilizing the same liberty select cycler without any reported issues.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Acinetobacter baumannii is commonly found in soil and water and is a known opportunistic pathogen in humans with compromised immune systems. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed utilizing the same liberty select cycler without any reported issues. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.